Event description:
This is the report of a home patient (hp) who passed away. Additional information was requested but the request was declined.

Manufacturer narrative:
(B)(4). The device was received and evaluated. The device passed all functional testing and met specifications. No failure or malfunction was identified that could have caused or contributed to the patient's passing away. A review of the devices logs revealed no failure, malfunction or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). A device history record review and service history review were performed with no issues found that would have caused or contributed to the patient's death.